Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any unexpected alarms or problems occurring. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The mushroom head check and patient censor calibration check passed. An interior inspection showed signs of dried fluid within the cassette compartment. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The accelerated stress test was performed and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid inside the cassette door of their cycler during the end of peritoneal dialysis therapy. The leak was noticed when the patient attempted to end the treatment. The patient reported to have received air detected in the cassette alarm while in dwell 5 of 6. It was unknown during which phase of therapy the leak may have started. The cause of the leak was unknown. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient was advised to discontinue use of their cycler. The patient completed treatment with manual supplies until a new cycler was delivered. The patient has continued with peritoneal dialysis therapy. The cassette used by the patient was no longer available for evaluation.